Event description:
It has been reported to us that during the procedure the needle on the pressure gauge jumped up suddenly, while attempting to inflate. The physician was using the inflation device, during the procedure. The physician attempted to inflate the ptca dilatation balloon and turned the knob on the inflation device however, the needle of the pressure gauge would not respond. The physician tapped the inflation device gently and the needle on the pressure gauge jumped up suddenly. The physician removed the inflation device and replaced it with another to complete the case. Pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.